Event description:
(B)(4). It was reported that following a carotid artery treatment procedure, the patient experienced hypotension. The target lesion was located in the left ostium internal carotid artery with a 65% stenosis, was 10mm long with a 7.0 reference vessel diameter. The physician treated the target lesion with a filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 0%. The next day, the patient was discharged. Following the index procedure, pre-discharge, the patient had a hypotensive episode. There was no action taken and the event resolved without residual effects.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)